Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to multiple daily injections for insulin therapy.